Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their pain stimulator didn¿t seem like it was coming on all the time. The patient stated that sometimes it would be twenty minutes on and twenty minutes off. No further complications were reported or anticipated. Indications for use are non-malignant pain and headache.